Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for this event. The patient was treated with vancomycin injection (1gm, route, frequency and duration were not reported, discontinued) and cefazolin injection (1gm, route, frequency and duration were not reported, discontinued). At the time of this report, the patient had recovered from the event. Pd therapy was ongoing. No additional information is available.